Event description:
It was reported that the smart pass feature had programmed itself off. A local representative was called and reprogrammed the device. Later, the patient received three inappropriate shocks. Technical services discussed this with the caller. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.